Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted that the conductor coils were deformed along with a puncture hole in the insulation 570 and 571mm from the terminal pin. It was likely this was from the stylet escaping from the lumen. Laboratory testing was unable to reproduce all the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the physician found the wire on the tip of the right ventricular (rv) lead was exposed. Additionally, the lead exhibited impedance measurements greater than 2500 ohms and high threshold measurements resulting in loss of capture. As a result, this lead was not successfully implanted. No adverse patient effects were reported.